Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance, difficulty to remove, and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, in this case, during advancement the balloon catheter encountered resistance with the 99% stenosed, heavily calcified, heavily tortuous anatomy resulting in the difficulty to advance and remove. It is likely that during advancement and/or re-advancement, the balloon outer surface became compromised and/or damaged against the anatomy resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 99% stenosed, heavily calcified, heavily tortuous vessel in the femoral artery. The 12.0x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter failed to cross the targeted lesion due to the anatomy on the first attempt and there was resistance with the anatomy during removal. Plain old balloon angioplasty (poba) was performed and the armada 35 was able to advance on this attempt, however, during inflation it failed to hold the pressure. It was noted under fluoroscopic guidance that there was a leak of contrast in the balloon. Another armada 35 was able to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in procedure. No additional information was provided.